Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom "340 error" was not confirmed through review of the event history log (ehl) and was not reproduced. No cause was identified for the system error 340 and no correction is required. The ehl review did confirm 19 occurrences of system error 345. A system error 345 did not occur during device evaluation and the device was not evaluated for system error 345. An evaluation cannot be performed because the device is no longer in its received condition. The device was required to be repaired and tested to ensure the device meets all release requirements before the device was shipped back to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 340 (bad battery sample) alarm. There was no patient involvement associated with this event. No additional information is available.